Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a cgm showing high readings and a confirmatory fingerstick of 343 mg/dl, with no reported infusion set leaks, no delivery stoppage, and no device alarms; the user was guided through a full set change and subsequent follow-up indicated glucose levels were decreasing. Symptoms included elevated blood glucose. Outcomes included recovery without need for medical intervention. Investigation included telephone troubleshooting and user education on supply replacement. Investigation of this case revealed no device alarms or observed hardware malfunction, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.